Event description:
A malfunction was reported on a pump, identified with a malfunction code of malf 9. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions on resetting the pump, assisted the caller with the reset, and noted that the malfunction did not recur afterwards. The customer was advised to continue using the pump and to contact support if the issue reoccurs, which the customer understood and acknowledged.